Event description:
Information received by medtronic indicated that the reservoir had a air bubbles. The customer stated that they had air bubble of approximately 1 to 2 mm in size. The customer was unable to troubleshoot due to no plunger. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.